Event description:
It was reported that a spectrum iq pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported, ¿system error 322¿ was not reproduced but evaluation observed a "reload set" message. The upstream sensor calibration values were found out of specification and the cause was the failing ultrasonic sensor. The ultrasonic sensor will be replaced to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.